Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during the laparoscopic gastric septation- tecnic bypass the stapler was unable to fire, unable to press the green button and unable to squeeze the handle. On the first firing, the stapler finished stapling, but stopped the load and the stem came out of the base. They changed the stapler to complete the case. No injury reported.